Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Letter from (B)(6) claims associate stated the end user may have sustained a laceration as a result of a metal part of a wheelchair. No other information provided. Update from 02/11/2016 added by consumer affairs: laceration sustained by the wheelchair user reportedly required 35 stitches. (B)(6) claims to have no further information.